Manufacturer narrative:
Block b3: exact date unknown, event occurred (B)(6) 2024. Block d6b: explant date: (B)(6) 2024.

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) explant procedure due to an unknown reason. The explanted device was discarded by the medical facility. No further information could be obtained despite good faith efforts.